Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician attempted to position the pacing lead several times but was unsuccessful as the lead dislodged. The physician removed and discarded the pacing lead and proceeded to use a single chamber implantable pulse generator (ipg). No patient complications have been reported as a result of this event.